Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred after dropping the pump onto the ground. Customer's blood glucose (bg) level was 350 mg/dl. Customer was unable to address bg level due to not having alternate insulin therapy available. Reportedly, the customer would contact the healthcare provider to obtain alternate insulin therapy. Customer declined further follow up from tandem technical support.